Manufacturer narrative:
The patient sample was returned to siemens for further investigation. The sample was tested for human anti-murine antibody (hama) and non-specific interference on an advia centaur and alternate troponin test method. The hama test results did not change, however the serial dilution results of the alternate troponin test result demonstrated a nonlinear response. A non-specific interference cannot be ruled out. An interference may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. Siemens investigation: advia centaur system test results: (B)(6). Alternate test method results: (B)(6). The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism." The instructions for use (IFU) under the interpretation of results section states the following: " results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
An elevated troponin result was obtained initially by the customer on an alternate test method. The same patient sample was repeated on the advia centaur xp tni-ultra test method and a higher troponin result was obtained. The advia centaur xp troponin result was reported to the physician(s) and the result was questioned. The patient was sent to the chest pain unit for further observation. The same patient sample was retested three hours later, run on the alternate troponin test method and the result was elevated. A heart catheterization was performed, however there was no indication of heart disease. The same patient sample that had been stored at 2-8 degree c was retested several days later on the advia centaur xp tni-ultra test method and the troponin result was elevated, however lower that the originally reported test result. There is no report of adverse health consequences due to the elevated advia centaur xp tni-ultra result and heart catheterization performed.